Event description:
Pt fell 06/04/98 directly on her elbow sustaining an intercondylar on t-condylar fracture of right distal humerus with significant displacement. On 06/06/98 had open reduction, internal fixation, with anterior transposition. Discharge arm in sling when up, otherwise, elevate arm, see dr for followup 6/8/98. When seen in office, the medial plate had broken and hardware was loose. 6/19/98-repeat open reduction internal fixation with removal of hardware and use of bone substitute bone graft.